Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment due to an allergic reaction. Patient described the area as bumps that are red, itchy, irritated and sometime burn. There was no alleged device malfunction contributing to the irritation. The physician prescribed clindamycin phosphate and prednisone (take for 5 days). The doctor also recommended cetirizine 10mg per day (will start using it ((B)(6) 2023) and famotidine 20mg per day (will start using it ((B)(6) 2023). Follow up indicated that the skin irritation is due to allergy and won¿t improve until end of use.